Manufacturer narrative:
Device failure occurred; captured on manufacturer report # 1644487-2014-01987. No software anomalies were identified during the analysis.

Event description:
It was reported that the physician's handheld was constantly freezing during use of the software at various screens. It was reported that the freezing was initially resolved with a hard reset. The handheld lock screen was not engaged and the handheld was properly charging when not in use. A new programming computer was provided to the physician and the handheld was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
On (B)(4) 2014 product analysis was completed on the handheld and flashcard. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and no software anomalies were identified during the analysis. During the analysis it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. This defective display screen is captured on manufacturer report # 1644487-2014-01987.